Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported pain and device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised due to pain caused by loosening of the femoral component.